Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged pt suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and add'l surgery, and other injuries presently undiagnosed. It is further alleged it became and/or will become necessary for pt to incur expenses for doctors, hospitals, surgeries, nurses, and other reasonably required and medically necessary supplies and services, which said services are still continuing. It is also alleged pt has been and/or will be unable to attend to her regular employment, and her earning capacity has been diminished.